Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose readings were reportedly over 600 mg/dl. The customer's nurse stated that the customer inserts the infusion sets into his legs where he has deposits, and this may have caused the elevated blood glucose levels. The insulin pump was not available at the time of the phone call to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.